Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker exhibited far r wave oversensing. The blanking period of the device was reprogrammed, resolving the issue. The patient was in stable condition.